Event description:
Customer reported there were two occurences over the weekend of 06/29/97 where staff members, upon replacing approximately 2.5cc of blood back into uac line of neonatal patient, the syringe popped off the stopcock. Blood exposure occured to face, chest, arms. Both staff members decllined treatment.